Event description:
The hospital staff used the device in an attempt to administer external pacing to a patient diagnosed in 3rd degree heart block. The device allegedly failed to deliver pacing stimuli. A backup external pacemaker was immediately available and used to successfully administer pacing therapy. The reporter indicated there were no adverse affects to the patient as a result of the alleged malfunction.